Event description:
It was reported that when using the BD Pyxis¿ ES Server, the Patient Primary ID was incorrect. The issue was affecting orders from flowing from Cerner to Pyxis. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & H.4: Serial Number, Unique Device Identifier, and Manufacturer Date not available.Upon investigation of this incident, a Technical Support Specialist (TSS) spoke with the customer and verified the current status of the issue. The customer confirmed that the issue had already been resolved and advised that the resolution had been completed by the Hospital Information Technology (IT) team. The system functioned as intended after the customer resolved the issue.